Event description:
A malfunction alarm occurred, specifically identified as malf 9, and the pump was reset but the malfunction recurred, prompting a replacement. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.